Event description:
During the transfemoral tavr procedure, a 29mm sapien xt valve was positioned 50:50 aortic/ventricular (a/v). After confirming the valve position with a partial inflation of about 30%, the valve was fully inflated. During inflation, the valve moved aortic, landing 90:10 a/v and canted approximately 10%, resulting in moderate to severe paravalvular leak (pvl). The surgical team decided to place a second xt valve, using a new delivery system. The second valve was positioned 50:50 a/v in the annulus. During inflation, the second valve also moved aortic, landing in a final 80:20 a/v position without canting. The pvl was reduced to trivial. The patient was transferred in stable condition. The patient was discharged 3 days post tavr, with trivial pvl indicated on transthoracic echocardiogram (tte). It was perceived that the patient¿s severe aortic stenosis with left ventricular concentric hypertrophy contributed to the event. The patient¿s native annulus diameter measured 27.5mm by transesophageal echocardiogram (tee) and 22.6mm x 28.7mm by CT (valve area 510mm2). Mild annular calcification, moderate native leaflet calcification and mild aortic root calcification were noted.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, patient factors (mild annular calcification and elliptical native valve area) likely contributed to the too aortic position of the two sapien xt valves. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.